Manufacturer narrative:
(B)(4).

Event description:
It was reported that the barrel connections on the bifurcated extensions would not fit on the carrying tool, as the bifurcated arms were too short for both of the barrel connections to lock into the carrying tool. The physician had to retunnel. The remaining portion of the procedure was "completed normally." The pt recovered without sequela. No further details or pt symptoms were reported at the time of this report.